Manufacturer narrative:
Evaluation is in progress, but not yet concluded.the service repair technician (srt) replaced the display assembly and completed preventive maintenance (pm) on the device. The unit operated to manufacturer specifications and was returned to clinical use.the suspect part was returned to product surveillance for further evaluation.

Manufacturer narrative:
(B)(4). The reported issue was discovered during servicing of the unit in service depot. The roller pump display will need to be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the roller pump display was blank. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found the graphics display panel to be defective. There were no visible signs of abuse, damage or ingress. The pst connected the small display assembly to the lab-use only (luo) pump pod test fixture and powered on and observed a blank display. The pst powered off the luo pump pod test fixture and disassembled display assembly. He inspected components and solder joints for any damage or defects; no damage or defects evident. The pst attached the graphics display panel to luo pump pod test fixture and powered on and observed a blank display. The pst removed the graphics display panel and reinstalled luo graphics display panel. The pst compared the q210 transistor values with luo q210 transistor utilizing luo digital multimeter. He observed the q210 transistor values to differ from luo q210 transistor. The pst attached graphics driver to luo pump pod test fixture, powered on and observed normal operation with no blank display. The pst tested graphics driver for two hours and observed normal operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.